Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the proximal end when the housing was removed. The conductor wire was found to be broken at the main tube/roll gear interface when the conductor wire was inspected and lightly pulled. Electrical continuity was performed and failed. No thermal damage was observed. The root cause is attributed to manufacturing. No image or video clip for the reported event was available for review. A review of the instrument log for the instrument (pn 471205-17/lot # k14211025-0211) associated with this event was performed. Per logs, the instrument was last used on (B)(6)2022 on system sk1046 for an incisional hernia tapp procedure. The instrument had ten uses remaining after last use. This complaint is being reported due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage at the proximal end. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the fenestrated bipolar forceps instrument would not burn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.